Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire failure analysis lab technician was unable to verify the customer's reported issue. The ventilator passed 139 hours of testing at the customer's settings. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator alarmed low battery and went ventilator inoperable (inop) while connected to a patient. The patient was quickly removed from the device and provided positive airway pressure ventilation via a bag mask valve. The customer confirmed that there was no patient harm associated with the reported event.